Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 4.1 half height all pockets failed while dispensing medication. A customer had reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did locate 8 similar complaints with the same failure mode for this serial number. (B)(4) meds es- drawer 4.1 4.2 failure, required maintenances. (B)(4) unable to recover failed drawer. (B)(4) medstation es - drawer failure - sago. (B)(4) d- drawer failure (sago). (B)(4) med es-drawer open but it keeps clicking and need maintenance. (B)(4) medes - drawer failure. (B)(4) med es-entire drawer 4, full height drawer wont open and need maintenance. (B)(4) drawer keeps failing. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 hh all pockets failed. The work order was cancelled by field service engineer with a work order note as duplicate. No resolution was provided by the field service engineer or customer regarding the reported issue. No additional information was available.